Manufacturer narrative:
Results of investigation: the failure analysis lab (fa lab) received the suspect component. The component was installed in a known good ventilator unit. The original reported issue could not be duplicated in the laboratory setting but has been identified to be a known issue currently being addressed by a field corrective action.

Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported, a failed inspiratory pressure transducer during patient use on the avea ventilator. The customer did not provide vent settings or specific alarm displays. There is no report that the patient was harmed or injured during the reported occurrence.